Manufacturer narrative:
Concomitant medical products: product ID: 5554-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. The right ventricular (rv) lead exhibited low impedance and decrease in impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.